Event description:
The customer reported that a lift and rinse was performed on a patient that had experienced diffuse lamellar keratitis (dlk), after an intralase laser was used to create a corneal flap during lasik surgery. The patient did not experience any loss of best corrected visual acuity (bcva) and the patient was treated with steroids.

Manufacturer narrative:
Date of event: exact date is unknown. A preventative maintenance was performed by an amo field service specialist on this equipment in (B)(4) 2012 and again in (B)(4) 2012, and no observations were made. The system was found to meet all specifications for the device. The clinical development manager (cdm) visited the site to evaluate the possible causes of the dlk and noted that the customer was using gloves that were not recommended and that their autoclave was in need of service. Recommendations to change glove type and to service their autoclave. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.